Manufacturer narrative:
Age at time of event: 18 years or older. The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 1.5mm x 20mm x 142cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was stable.